Event description:
Procedure: vats. According to the reporter: the stapler did not cut and staples did not form at the distal end. The surgeon over sewed the staple line with 4 pledget stitches to correct the problem. Blood loss was reported as 400cc.

Manufacturer narrative:
Initial report sent to FDA on 06/30/2009.